Manufacturer narrative:
The device was received for evaluation. During functional testing, keypad issue was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be hard to operate second and third from left softkeys. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a keypad issue. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.